Event description:
It was reported that it was difficult to run the graft on the carrier when using the zimmer skin graft mesher and was not as smooth as other ones. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.